Event description:
Abbott diabetes care (adc) received a health canada user report that reported the following information: a high readings issue with the adc device was reported. The customer reported that they received higher sensor scan results "in the 8's" compared to how they felt. It is unknown whether the customer noted a trend arrow on the device. The customer self-treated by consuming something to eat both times. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities.